Event description:
During an intramedullary nailing of a patient's left tibia fracture utilizing synthes locked im nail, a 8.5 mm cannulated reamer was inserted in the tibial canal and the physician reported that the reamer seemed to "hang up" (or caught up) during reaming and a portion of the reamer head splintered/broke. Three small pieces of debris were in the intramedullary canal. The physician attempted removal of the debris under fluoroscopy and was unsuccessful. The debris did not impede the passage of the next reamer; tibial rod was inserted and procedure completed.the instrument was validated by pathology: instrument reamer synthes: a 39 cm flexible metal rod ranging from 0.4 cm up to 1.3 cm diameter. Also received: 1.8 cm hollow cylinder, 0.7 cm diameter. Printed on one side of this cylinder is "8.5 352.085 20141". The orthopedic instrument was returned to surgery who in turn gave the instrument to the synthes representative to submit for analysis.